Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at retainer ring found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked retainer, label damage (faded, stained), minor scratches on the lcd window. Cosmetic damage was confirmed at the retainer ring and other cosmetic damage was noted.

Event description:
Information received by medtronic indicated that insulin pump had a unknown issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.